Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02908 and 02909.

Event description:
The plaintiff's attorney alleged that the decedent experienced a unspecified injury and subsequently expired on an unknown date after the use of the product.